Event description:
The customer contacted baxter's technical service center to report a high drain 103 alarm on the homechoice (hc) during drain 3, patient connected. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The home patient (hp) has notified his peritoneal dialysis registered nurse (pdrn). The baxter technical service representative (tsr) reviewed the therapy log: fill volume (fv) is 2200ml, patient's weight (pw) is 85kg, the last drain volume was 4453ml. The tsr initiated a swap of the device. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The sample was evaluated by baxter. A short simulated therapy was performed and completed successfully. No problems were revealed during this inspection and all connections were correct and secure. The device was determined to meet functional and electrical performance specification requirements per rite testing. The reported issue was confirmed in the event history log review. The cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold. If additional relevant information is received, a follow-up will be submitted.